Manufacturer narrative:
Philips initially received a complaint on the mx40 1.4 ghz smart hopping device indicating that device speaker is not working as no sound is produced. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. A philips remote service engineer (rse) discussed the issue with the medical facilities biomed team, and the device was sent to philips bench for evaluation. The philips authorized repair facility technician (rft) pefformed diagnostic testing on the device speaker and confirmed that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker - foxlink d speaker - 453665031201. The device passed all functional testing and was returned to the customer.

Event description:
It was reported that the speaker does not work. It is not making any sound. The device was not in use on a patient at the time of the event, there was no adverse event reported.